Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. Investigation also revealed that there was contamination under all button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be cut and torn between the up arrow and down arrow buttons. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive. The contrast keypad button was found to be unresponsive. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).